Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when changing the battery the insulin pump would reset and the settings would get erased. The customer also mentioned that there was a dark stain by the battery compartment. The alarm history showed an unexpected restart alarm and an external ram error. The blood glucose at the time of the incident was unknown. It was explained that the device performs a memory test every minute and since an error was found it initialized. The customer declined to complete troubleshooting. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will not be returned for analysis.